Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Email from ortho account manager on behalf of customer reporting false negative result for antibody screen testing on vision analyzer. According to customer, sample with previous history of anti-jka failed to react with 0.8% surgiscreen cells lot# vss038 exp 6nov2018 cell#2 (this event). Donor # 2 is listed as heterozygous for the jka antigen. Customer then tested the sample using 0.8% resolve panel b lot # vrb250 ((B)(4)) and again claimed no reactivity was noted with homozygous donor # 19 from panel lot # vrb250 on vision analyzer. Customer stated testing was repeated twice by two different techs and the saw the same negative reactions. Visual inspection confirmed the negative result. Customer did not perform manual testing. Issue started on: (B)(6) 2018; reported 10/23/18. Sample ID: patient sample. Test repeated: yes. Result obtained by repeating: same result. Method used to repeat: vision analyzer. Qc for all products used for testing has been deemed acceptable. Customer reporting negative antibody screens. Patient has history of anti-jka. No details on when the antibody was identified.